Event description:
It was reported that catheter issue occurred. The opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter twisted into a knot when the intravascular ultrasound was turned on. The device was removed from the patient. The procedure was completed using an alternate device. There were no patient complications reported.